Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: was the needle removed from the patient during the same procedure? No further information is available. What tissue/location was suturing when pull-off occurred? No further information is available. Please provide the procedure name. No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, when using the product by continuous suturing, the suture came out of the needle. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.